Manufacturer narrative:
(B)(4). Report source, foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00737. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure that was subsequently revised approximately one year later due to dislocation. It was reported that only the head was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The device was not revised and there were no allegations against the device. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The device was not revised and there were no allegations against the device. The initial report should be voided.